Event description:
It was reported that decreased light source, can't see image because of no light. No procedure or patient involvement. No negative impact in state of health reported.

Manufacturer narrative:
The investigation is not yet completed, investigation results are pending. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
Per manufacturer's investigation results: during the technical evaluation, the manufacturer confirmed the customer's reported issue of a decreased light source and an inability to visualize an image. Additional defects were also identified. These included a defective circuit board, a damaged and bent blade, worn adhesive joints on the camera head, a damaged housing and cover, a worn connector, and a leak between the connector and the cover. The software version was verified as up to date, and the product was found to have been labeled by the customer. Based on the defects found during the inspection, it was concluded that the most likely root cause of the reported problem is the leak between the connector and the cover of the c-mac blade. This leak is attributed to wear and tear resulting from regular use and reprocessing. The deterioration of the o-ring allows liquid to enter the blade, which affects the internal electronics and leads to dimmed lighting. According to the IFU visual as well as functionality should always be checked before every use to avoid injuries and damages to the product. This event is filed under internal complaint ID (B)(4).